Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery. The blood glucose reading was 125 mg/dl. The customer stated that he was unable to troubleshoot due to being at work. Advised the customer to perform a complete infusion set change as soon as possible. The customer stated that he did not want to return the infusion set or the reservoir for analysis. Nothing further reported.